Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98, with 510k/PMA/bla number k191595.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I results for one patient. The following information was provided: (B)(6) 2025 initial result (B)(6) hospital) = 159.85 pg/ml (B)(6) 2025 initial result (B)(6) hospital) = 183.8 pg/ml (B)(6) 2025 initial result (B)(6) hospital) = 227.8 pg/ml. The sample was sent to another hospital (B)(6) hospital) and generated a negative result of 0.00996 ug/l with roche tnt. The sample was sent for testing on another architect (B)(6) hospital) another department which a result of 0.218 ng/m. The patient's bnp results, ultrasound, and electrocardiogram were normal (except sinus bradycardia). The patient has a history of breast cancer with chemotherapy treatment. No impact to patient management was reported.

Manufacturer narrative:
Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 71321ud01. However, review of tracking and trending for the architect stat high sensitive troponin-I assay did not identify an increase in complaint activity regarding commonalities for lot number and issue. Additionally, an increase in complaint activity was not identified for reagent lot 73096ud01. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with lots 71321ud01, 73096ud01, and complaint issue. Accuracy testing was completed for lots 73121ud01 and 73096ud01 using panels which mimic patient samples using in-house retained kits stored at the recommended storage condition. Testing indicates both lots are performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Per product labelling any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. For mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. When an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lots 71321ud01 and 73096ud01 was identified.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I results for one patient. The following information was provided: on (B)(6) 2025 initial result (B)(6) hospital) = 159.85 pg/ml, on (B)(6) 2025 initial result (B)(6) hospital) = 183.8 pg/ml, on (B)(6) 2025 initial result (B)(6) hospital) = 227.8 pg/ml. The sample was sent to another hospital (B)(6) hospital) and generated a negative result of 0.00996 ug/l with roche tnt. The sample was sent for testing on another architect (B)(6) hospital) another department which a result of 0.218 ng/ml. The patient's bnp results, ultrasound, and electrocardiogram were normal (except sinus bradycardia). The patient has a history of breast cancer with chemotherapy treatment. No impact to patient management was reported.